Manufacturer narrative:
A possible root cause was determined. A ocd field engineer arrived at the customer site and determined the probe was bent as a result of a damaged fag bearing. Replacement of the appropriate component has returned the instrument to expected operation. This customer has no logged any complaints against this analyzer since the incident.

Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid on top of the gel card foil. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatable blood.